Event description:
On 10/11/2023, it was reported by a sales representative via (B)(4) that an ar-300b burr attachment has a lock and unlock button which will move, but the burr will not advance to its appropriate depth and lock in correctly. It was involved in a case. Patient was not affected.

Manufacturer narrative:
Additional information. Complaint is confirmed. One unpackaged ar-300b serial/batch number (B)(6) was received for investigation. Functional testing with a pin gage size 0.093 inch, 2.35mm found resistance when it was attempted to put it inside. The unlock/lock mechanism moves; however, it was not possible to test with testing equipment. Visual evaluation with the magnifier equipment identified broken pieces inside the connecting hole, blocking the connecting space. The most likely cause for the reported failure is a user error. When two devices are intended to be threaded together, ensure that they are fully engaged prior to use.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.